Event description:
Rn reported moog infusion pump cms 6000, serial #(B)(4), exp date: 12/18/2018 was alarming air in the line on the last infusion on (B)(6) 2018. Rn switched out the tubing filter, no air in the line was detectable. Pt received infusion via gravity tubing. Pt tolerated infusion well, no side effects reported due to pump malfunction. Pt's mother knows to return pump and did not indicate if the MFR could contact her. Pt will be sent another curlin moog 6000 pump for the next aldurazyme infusion. Reported to (B)(4) by health professional. Dose or amount: 17.4mg, frequency: every week, route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: e76.02 hurler-scheie syndrome.